Event description:
Reporting status: malfunction; reporting rationale: guide wire was found to be separated upon removal from the patient; device issue: guide wire separation. It was reported that the target lesion was in the distal left circumflex. The guide wire crossed to the posterior descending and another company's guide wire crossed to the posterior lateral. Then, crossed the ivus along the whisper guide wire. When the ivus was removed, resistance was felt between the two devices. Thus, the ivus and the whisper guide wire were removed as a single unit. Then, the separation of the whisper guide wire was noted at the proximal part of the tip. The part was about 5 cm proximal to the tip ball and the distal part was inside of the guiding catheter. The whisper guide wire separated portion was removed from the patient's body. When pulling the guiding catheter out, the portion came out inside of the guiding catheter. Then, crossed the other company's guide wire to the posterior lateral and another company's guide wire was crossed to the posterior descending, and another company's drug eluded stent was implanted. Post-dilatated using another company's dilatation catheter and the procedure was finished. No additonal event or patient information is available.

Manufacturer narrative:
During processing of this complaint, qa attempted to obtain complete event info, including pt info and pt status, from the hosp, field contact or dictributor. Evaluation summary: quality assurance analysis revealed that the guide wire was returned without any blood or contrast visible. The tip was kinked 2.3 cm proximal to the tip ball. The tip had separated 5.5 cm proximal to the tip ball. The fracture faces were oval, as if kinked prior to separating. The jacket was also separated at the same location. The 5.5 cm separated tip was returned inside of the distal end of another company's guiding catheter. There was a bend, 12.5 cm distal to the proximal end of the coating. There was no other damage noted to the guide wire. The other company's guiding catheter was returned without any blood or contrast visible. There was no damage noted to the guiding catheter. The ivus device was also returned with the guide wire. There was no blood or contrast visible. There was no damage noted to the device. The guide wire was sent to the scanning electron microscopy (sem) for further analysis. Using a laser micrometer, the greatest outer diameter of the guide wire was 0.01333" and this met manufacturing criteria. Due to the damage of the guide wire, functional testing could not be performed. Using a new whisper guide wire, backloaded the guide wire through the ivus guide wire lumen without any resistance. Product performance engineering reviewed the incident information and the analysis of the returned device. The sem showed that the guide wire core had fractured from the ductile overload at a bend. To fail in this manner typically when an ivus device is involved, the ivus was advanced too close to the tip of the guide wire. Many ivus devices warn not to advance the ivus too far on the floppy portion of the guide wire because the short rail of the ivus needs more support than the floppy tip coils can provide. Withdrawing the ivus can buckle the guide wire. When the ivus is rotated with the guide wire buckled, the guide wire can wrap around the ivus device. If excess force is applied to remove the guide wire, the guide wire will fracture, especially if it gets caught in the guiding catheter. This appears to be what happened in this incident, although a definite root cause could not be determined. There was no manufacturing related quality issue found with the guide wire during the analysis. The lot history record was reviewed and there were no non-conformances associated with this product lot number. There was no indication of a quality issue in either materials or workmanship. This is a very low-level failure mode that will be trended. This MDR is considered closed by the product performance group.